Event description:
It was reported that the keypad on/off switch is intermittent and requires several tries to turn the device on or off. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control is continuing to investigate the reported incident.